Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image was dark and the distant view was not visible at all during an unspecified procedure involving an olympus autoclavable came head. There was no patient injury reported.